Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c51076). Scope time during essure insertion was 20 minutes and 2 trailing coils were seen in both sides after the procedure. Following her essure procedure on (B)(6) 2015, the patient followed up with the essure confirmation test which showed that the right micro-insert was not in the fallopian tube or uterine cavity. It was determined that the essure was adhered to the epiploic of the colon (superficial, not embedded, but started to connect with the fatty tissue there). The patient was taken to the operating room and the device was removed from the surface of the colon. On (B)(6) 2015 she went to the physician's office for her post-op visit. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record c51076 (production date 25-apr-2014 and expiration date 30-apr-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her confirmation test revealed the right micro-insert adhered to the epiploic of the colon (superficial, not embedded, but started to connect with the fatty tissue there). She was taken to the operating room and the device was removed. This event, regarded as device dislocation into peritoneal cavity, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. Physician stated essure insertion was successful with 2 trailing coils visible in both sides after the procedure. Although the exact mechanism of the reported device dislocation is unknown; considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2015-00160. Follow-up from 21-dec-2015: date. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her confirmation test revealed the right micro-insert adhered to the epiploic of the colon (superficial, not embedded, but started to connect with the fatty tissue there). She was taken to the operating room and the device was removed. This event, regarded as device dislocation into peritoneal cavity, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. Physician stated essure insertion was successful with 2 trailing coils visible in both sides after the procedure. Although the exact mechanism of the reported device dislocation is unknown; considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect despite follow up attempts, no further information was obtained.